Event description:
ER personnel were attending to a cardiac arrest pt. Allegedly during the delivery of a countershock, one of the standard paddles was placed on top of an ECG electrode and an electrical arc from the paddle to electrode lead wire was observed. A back up device was obtained and used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.